Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter, a nurse, contacted animas alleging that the pump had an inaccurate delivery issue resulting in the patient experiencing blood glucose levels from 2.1 mmol/l to 20 mmol/l. No additional information was provided to indicate the model of pump the patient was using or troubleshoot the event. No patient information was included to be able to follow up on the event. This report is made based on the allegation that the patient experienced erratic blood glucose levels related to an inaccurate delivery issue.